Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer would check the tubing and then resume insulin delivery. The customer's blood glucose level was not impacted. As the customer was not currently receiving an occlusion at the time of contact with tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.